Manufacturer narrative:
(B)(4). The analysis results found that devices (a and c) were returned in good visual condition. Upon evaluation of each device, the duckbills were found to be slightly open at the slit. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the devices. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that devices (b and d) were returned in good condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of the devices, each were functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # h91c2h expiration date: 05/2016 manufacturing date: 06/2011 (B)(4).

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked with a boo sound when a 5mm forcep was removed from the device. The pneumoperitoneum apparatus gas consumption rate was 10l/min (high flow). Another device was used to complete the case. There were no adverse consequences to the patient.